Event description:
It was reported that a diamondback 360 precision coronary orbital atherectomy device (oad) performed 10 low-speed treatments in the severely calcified, diffuse, mildly tortuous right coronary artery (rca). Following atherectomy, a 2.5 x 15mm sapphire nc24 ptca balloon was used to perform balloon angioplasty. Angiographic images taken post balloon angioplasty showed perforation. Two covered stents were deployed. The patient experienced hypotension and was intubated. The patient was unstable and remained in the hospital. Per the opinion of the physician the oad likely contributed to the perforation. They suspect the perforation likely occurred during balloon angioplasty but exact cause could not be confirmed.

Manufacturer narrative:
Na.